Manufacturer narrative:
On 13 may 2016 the medical affairs director performed a clinical evaluation and commented as follows: vertebral fracture for unknown reasons in an apparently very osteoporotic patient. Reportedly, none of the implanted devices failed and they were removed because not compatible with fracture stabilization. No reason to suspect that a faulty device originated the problem. On 20 may 2016 the r&d project manager performed a preliminary investigation and commented as follows: as reported the fractured occurred on the caudal construct end. The surgeon does not know the reason of the fracture. It's difficult to reconstruct when the screw head movement in anterior direction exactly happened. Most likely it happened during a situation of abnormal high forces that not even the vertebrae/bony structure can resist which most likely occurred during the maneuverer that caused the fracture of the vertebra. The migrated screw head is not a reason for a revision surgery as long as the patient does not complain about pain or irritations. In this particular case it was crucial to stabilize the fracture/spine by means of the instrumentation of the adjacent caudal segment as well as supplemental posterior instrumentation. Batch reviews performed on 27 may 2016. (B)(4). Not yet inspected.

Event description:
Revision surgery, 4 months after primary, due to a bone fracture in c5 apparently without trauma and subsequent screw loosening of c5 fixed mecta-c screws (14mm self-tapping).

Manufacturer narrative:
On 30 may 2016 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the cage, reference didn't present any kind of deformation due to the compression load. It was noticed a damaging of the cage in the connection area and on the surface due to the removal procedure. The plate had only some marks on the surfaces due to the increasing of the lorsosis curvature with the correct associated bender instrument performed during the implantation. The screws didn't have any signs of deformation or breakage. The implants didn't have any impact on the fracture of the vertebral bodies. On 20 june 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 23 june 2016 the report was sent to the initial reporter and the case was closed.